Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an intermittent solder connection on tab j2 in the rear 1 therapy electrode. The root cause for the intermittent solder connection was an assembly error. A corrective action has been initiated. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this belt did not report any deficiencies.